Manufacturer narrative:
The date of implantation was (B)(6) 2005 (specific date not reported). This report is filed january 29, 2016. Device not received by manufacturer.

Event description:
Per the clinic, the device was explanted on (B)(6) 2015, due to an infection at the implant site. The patient was reimplanted with a new device on (B)(6) 2015.

Manufacturer narrative:
The date of this report is (B)(6) 2016, not (B)(6) 2015, as previously reported. This report is filed january 29, 2016.